Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that an instrument was jammed onto a thoracic probe. Site was unable to twist or release it. When item was removed it was noted that bone splinter had stuck between the tracker and the probe resulting in the reported issue. There were no complaints of inaccuracy nor navigation error. There was no reported delay to the procedure due to this issue. There was no impact to patient.